Manufacturer narrative:
The failure investigation has been completed and the alleged resolution touch screen issue was verified. Additionally, the alleged stuck wake button issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Additionally, the pump display was upside-down. Customer¿s blood glucose was 300 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.